Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset instructions and assisted in resetting the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which the caller understood and acknowledged.